Event description:
Customer states, that he was 'out of it' and unable to get himself off of the floor due to low blood glucose symptoms. Customer reports that while he was experiencing hypoglycemic symptoms his wife attempted to test his blood glucose only to receive an error each time. Customer states that he was given juice and cereal to elevate his blood glucose. No medical treatment provided. Requested return of suspect device and replacement was sent.